Event description:
It was reported that during a laparoscopic adjustable band procedure, the balloon would not inflate. A new band was used to complete the procedure. There was no patient impact.

Event description:
The facility reported a colleague infusion pump with an 808:02 error code. This occurred with a patient connected, and interrupted an infusion. No patient injury or medical intervention was associated with this event. The pump is being returned to baxter for service. There is no additional information available.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition due to the inlet valve open values that were out of the specified range for the inlet open hi & lo threshold values. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software (B) (4) and will be categorized as a colleague 2006.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of "interruption of therapy". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.